Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: DHR review for part#360.257 lot#6524385, release to warehouse date: 07apr2011, supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during an adolescent femoral nail (alfn) procedure on (B)(6) 2016, the distal part of a 13mm drill bit dismantled from the drill bit body due to lack in welded junction. The surgeon removed the drill bit shaft along with the drill. Furthermore, surgeon was able to remove the distal part of the drill bit from the patient's hip with a long nose curved plier easily without additional intervention. The drill bit broke into 2 pieces and both pieces were fully retrieved, no fragments were seen to have generated. The age of the device remains unknown. There was an 8 minute surgical delay, and the procedure was completed successfully with patient status reported as excellent. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device (13.0mm flexible drill bit large qc/385mm, part number 360.257, lot number 6524385). The complaint device was received at synthes customer quality (cq) for evaluation with the following complaint description: ¿during an adolescent femoral nail (alfn) procedure on (B)(6) 2016, the distal part of a 13mm drill bit dismantled from the drill bit body due to lack in welded junction. The surgeon removed the drill bit shaft along with the drill. Furthermore, surgeon was able to remove the distal part of the drill bit from the patient¿s hip with a long nose curved plier easily without additional intervention. The drill bit broke into 2 pieces and both pieces were fully retrieved, no fragments were seen to have [been] generated¿. The 360.257 drill bit is an instrument available in the accessory instrument set for intramedullary nail insertion (115.545). It is utilized to prepare an entry point for standard and specialty locked femoral nails; it provides more soft tissue clearance than standard solid drill bits (per the associated brochure). A review of the current design drawing and available history for the top level drawing for the screwdriver was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. The returned instrument was examined upon receipt and the complaint condition was confirmed as the distal tip has been sheared off from the weld point of the instrument. The balance of the device appears to be in fair condition with minimal signs of wear and tear. As previously reported, the device history record review showed no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No definitive root cause was able to be determined however the failure mode is consistent with off axis drilling and/or the patient had harder than normal bone density. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.